Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735798, h3, h6: the system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they were able to verify all the instruments but then all of a sudden the software said localizer faulted, disconnected. There were no lights on the camera at all as well. The manufacturer representative (rep) noted that when you disconnect the camera cart from the main cart it turned off. Self-test for the battery said zero. The power over ethernet (poe) injector was blinking red. During troubleshooting, the battery was disconnected from the uninterruptible power supply (ups). The rep connected externally from the camera to the poe injector. The rep reseated the poe cords with no resolution. Bypassing the internal ethernet cabling chain from the poe injector to the camera did not resolve the issue. The rep additionally replaced the ethernet cable from the o-ring to the poe injector without effect. The rep confirmed the power cable from poe to ups was reseated without effect. No other systems were available for testing. It was noted that the probable cause of the issue was the poe injector. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported that this during setup for a c2-t3 fusion. It was clarified that the patient was not yet in the room when the incident occurred. The site swapped to another system for the case, with no delay.

Manufacturer narrative:
Additional information in b5. H3, h6: the poe injector, lot number: 18909637drc10, was returned to the manufacturer for analysis. The unit failed functional testing. The poe injector's red led was intermittent and led's d3 and d4 did not turn green and blue respectively. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.